Event description:
Treatment of an aneurysm. During the procedure in a tortuous anatomy, it was reported that the distal part of the catheter kinked around the aortic arc. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and it was found to be damaged at 22.5cm from the distal tip and broken (but retained by the inner layer) at 18cm from the distal tip. The damage likely occurred during navigation through the excessive bending and twisting tortuous anatomy since the catheter should have been inspected for damages prior to use as stated in the IFU (instructions for use). (B)(4).